Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller performing routine check and noted that during the o2 flow testing the unit was not passing. There was no patient involvement.

Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 14may2019. The customer confirmed the reported oxygen flow issue. The customer reported that the connector on the oxygen solenoid cable at the data acquisition (da) pcba had a connection issue. They repaired the connector. The ventilator was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.